Event description:
Caller reported a malfunction on the pump, mentioning that the device is frequently dropped. There was no adverse impact on the customer's blood glucose level. The customer had already reset the pump prior to contacting technical support, and the malfunction code did not recur afterwards. Technical support advised the customer to continue using the pump and to call back if the malfunction code recurred. The caller acknowledged and understood these instructions.